Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot#: unknown, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens). Patient noticed they can't feel the "tapping" so they would go to use the controller, but it would say "communication error, unable to communicate, communication is lost, ensure the device is within range." The patient added they hold the controller in their hand everywhere they go. Patient added they press the button on the side and puts the screen to sleep, but then they can't feel the "tapping" in a few minutes. The patient then goes to sue the controller and will refresh or open the screen and it shows "communication error." The caller would then press "retry" and it works again and they can feel stimulation; they've had to hit that retry button at least 50 times. Patient tried turning the button off on the side of the device, but that didn't resolve the issue; it keeps timing out. They are concerned that they might not be getting the same experience they would be if the device keeps constantly working. Patient also reported their trial procedure was difficult in that they had a really hard time finding the correct nerve; it was painful. Patient said they couldn't get the left side to work correctly so they are only using the right side. The patient added they went home following the procedure and just crashed. As a result of what was reported, the patient was redirected to their healthcare provider (hcp). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: a521, serial#: unknown, product type: software. Product ID: 3057, lot#: unknown, product type: screening device. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens). Patient noticed they can't feel the "tapping" so they would go to use the controller, but it would say "communication error, unable to communicate, communication is lost, ensure the device is within range." The patient added they hold the controller in their hand everywhere they go. Patient added they press the button on the side and puts the screen to sleep, but then they can't feel the "tapping" in a few minutes. The patient then goes to sue the controller and will refresh or open the screen and it shows "communication error." The caller would then press "retry" and it works again and they can feel stimulation; they've had to hit that retry button at least 50 times. Patient tried turning the button off on the side of the device, but that didn't resolve the issue; it keeps timing out. They are concerned that they might not be getting the same experience they would be if the device keeps constantly working. Patient also reported their trial procedure was difficult in that they had a really hard time finding the correct nerve; it was painful. Patient said they couldn't get the left side to work correctly so they are only using the right side. The patient added they went home following the procedure and just crashed. As a result of what was reported, the patient was redirected to their healthcare provider (hcp). No further patient complications have been reported as a result of this event. Additional information was received from a consumer regarding a patient with an external neurostimulator (ens) for urge incontinence and fecal incontinence. It was reported that the patient programmer was turning itself off to where it was not finding a connection. Contributing factors were unknown. The patient reached out to patient services and they were unable to resolve the issue. The sales representative took the batteries out of the ens and placed them back in and that still did not resolve the connectivity issue. Patient reported they needed to click retry at least 100x. No patient symptoms were reported. No further complications were reported or anticipated.